Manufacturer narrative:
Date sent: 07/25/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the device blade got hot. Another device was used to complete the case. There were no adverse consequences to the patient reported.